Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number (B)(4). Device investigation summary: according to the information provided, the patient experienced a rupture on right breast implant and capsular contracture baker grade ii on left breast. However, it was not possible to perform a physical product investigation since the implants were not returned. Nonetheless, the customer provided a video of the right-sided device involved in the complaint. Based on the video, the right implant appears with a rupture. The rupture complaint was confirmed. No further investigation can be performed at this time. No corrective actions are required. Complaint will be closed. If the complaint device is received in the future, the complaint will be reopened and an investigation will be performed accordingly. A manufacturing record evaluation (mre) was performed for the finished device number (B)(4), and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the instructions for use, is a known complication associated with mentor mammary prostheses. Mentor is aware that, over time, gel-filled implants may rupture. Causes of rupture of gel-filled implants include, but are not limited to, the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during daily routines such as vigorous exercise, athletics, routine manual massage, and intimate physical contact, damage from surgical instruments, mechanical damage prior to or during surgery, closed capsulotomy, capsular contracture and origins which are simply unknown. Reason for device explant and/or reoperation: rupture. Manufacturer reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). It was reported that a (B)(6) caucasian and hispanic female patient underwent a primary breast augmentation with a 525cc mentor memorygel breast implant and experienced postoperative left-sided capsular contracture baker grade iii and right-sided rupture. The diagnosis was confirmed by physician upon examination. As a result, the patient underwent bilateral explantation on (B)(6) 2019 and replaced both sides with 560cc mentor memorygel breast implants (catalog number shpx560, left-sided serial number (B)(4), right-sided serial number (B)(4)). This report is for the patient¿s right-sided device.